Event description:
It was reported that an arthrofibrosis occurred.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot sh6ls, description: triathlon prim tib baseplate - cemented; cat 5530-g-409, lot mmav7n, description: triathlon cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the components remained implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding arthrofibrosis and decreased range of motion involving a triathlon femoral component was reported. Review of the provided manipulation report and discharge letter by a clinical consultant indicated that "arthrofibrosis is a common complication of total knee arthroplasty and is not considered related to the prosthetic implants utilized.¿ based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that an arthrofibrosis occurred.